Manufacturer narrative:
It was reported that the probe had faded markings resulting in difficulty to read depth markings and requested replacements. The instrument was received and examined by product and quality engineering and found to have worn and low contrast marking as reported by the distributor, but were legible. Per the information provided, the condition had not been discovered during surgery and there was no patient involvement . Inspection records and drawings specifications are in place to ensure this instrument functions as intended. Per the receiving inspection records-rir, all instruments are 100% visually and functionally inspected and an aql sample inspection is performed on the lot to verify the device meets specification. Additionally, per the rir the qc inspectors will verify supplier certificates of conformance. A DHR review concluded that this instrument was manufactured, inspected and accepted for use by the quality control department, and met all specified of the rir with no associated nonconformance specific to the product issue. A DHR review confirms the instrument passed inspection and released for use over 7 years ago. Since the instrument was in the field for a significant period of time, faded etching can be the result of cleaning technique or consequential handling outside the surgical setting. Based on the available information and evaluation of the device, it appears the root cause of the observed condition was likely due to the fact that the instrument is a re-usable device which experiences repeated cleaning and sterilization cycles that can lead to fading and wear of markings over time. These devices are part of loaner sets that are subject to handling and multiple sterilization cycles after distribution into the field. Wear and damage can occur over time. Therefore no further action will be taken at this time.

Event description:
It was reported the device was not used in surgery and the device functioned as designed during the last procedure used.